Event description:
Pt undergoing emergent retrograde left heart catheterization with bare metal stenting. Brought down the 2.5 mm x 12 mm quantum apex and physician was dilating very short segment of lad just distal to the stent margin and there was a small indentation like dog bone within the balloon that did not release at 18 to 20 atmospheres. Increased to approximately 24 atmospheres and the balloon ruptured. Usual gentle maneuvers with the wire and guiding catheter used and in fact got the guiding catheter within the stented segment and was in the process of retracting the balloon when the assembly gave way and the two markers separated indicating that the balloon had ruptured. It was then apparent that the balloon assembly had fractured in two locations. Physician brought the hub and shaft out and measured it against the other quantum maverick and it was apparent that the balloon and a few millimeters of balloon proximal to the proximal marker were left in the vessel. Then in manipulation of the guidewire, there was an initial frozen nature of the wire on the balloon and it was then noted that the proximal marker was migrating proximally on the wire with the distal marker being lodged in the distal stent. The pt remained stable during this period and he required multiple doses of intravenous versed and fentanyl for sedation throughout the remainder of the procedure. A fragment of the distal portion of the balloon remained in the pt following multiple unsuccessful attempts to remove it.